Event description:
It was reported that during a cholecystectomy procedure, stability sleeve had been collapsed. Another device was used to complete the case. There were no adverse consequences to the pt.